Event description:
It was reported that a device site infection occurred with patient implanted with implantable neurostimulator and leads. The infection required removal of the neurostimulator and leads. The patient was treated for the infection and was required to wait more than three months for the infection to resolve before re-implantation could be considered. Blood tests were conducted to verify that the infection had cleared. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2022 ; explant date: (B)(6) 2025 brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2022; explant d ate: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.